Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, concentric, mildly tortuous, 90% stenosed, distal right coronary artery (rca) the balance middleweight (bmw) guide wire was advanced, but met resistance and even using a non-abbott microcatheter could not cross the lesion. The bmw was attempted to be re-advance alone but still could not cross the lesion. While manipulating the device during advancing, the guide wire lost torquability. The bmw was removed and the tip had lost stiffness and elasticity. A different bmw guide wire was used and successfully crossed the lesion without issue. The lesion was further treated with pre-dilatation. The procedure was concluded without stent implantation or further treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.